Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. No product samples were received for evaluation. The root cause of the customer¿s dissatisfaction with the 15 degree knife substitution is unknown as this product does not contain a 15 degree knife that was substituted and no sample was returned for investigation. The root cause of the customer's dissatisfaction with the 2.4 degree knife is unknown as there have been no temporary deviations for this knife and a sample was not returned for investigation. The root cause of the knives creating bad incisions is unknown as a sample was not returned for investigation, so the customer's complaint could not be confirmed. A potential root cause is an error during the supplier's manufacturing process. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that the blades have been creating bad incisions. The facility did not retain product samples for evaluation. Additional information has been requested; however, no information has been received to date. This is one of three reports for this facility.